Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx rx drug eluting stent was intended to be used to treat a mildly tortuous and calcified lesion located in the mid circumflex artery, exhibiting 90% stenosis. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was successfully pre-dilated using a non-medtronic device (2.0mm x 12mm). The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that during stent deployment, the balloon burst on the first attempt while inflating up to 12 atm using an inflation device. There was a sudden drop in pressure. The device was not moved or re-positioned in the lesion prior to the burst. The stent was deployed, and was post dilated with a non-medtronic nc balloon. Post dilation was done to fully expand the stent because of the balloon burst. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was not returned, as it was deployed. The balloon returned with blood visible in the balloon. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon distal taper. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a pinhole leak on the distal balloon taper. The leak site was jagged and uneven. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.